Event description:
It was reported that 24 hours after the iab was inserted in the pt, the pump's helium loss alarms activated and blood was noted in the tubing. The iab was removed without any complications.